Event description:
A user facility reported the airway tube broke on this mask after it was inserted into a pt. The mask was removed and the pt was intubated using fiberoptics. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.